Event description:
Boston scientific received information that the right atrial (ra) lead had loss of capture, high out of range pacing impedance greater than 2000 ohms, and high out of range thresholds greater than 5 volts. The lead was capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.